Event description:
It was reported that during a routine check by the customer the cs300 intra-aortic balloon pump (iabp) was showing autofill failure alarm. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) visited the site for inspection of the unit. The fse reported that the unit showing the alarm and not working properly. The fse was contacted to clarify if he identified any issues and if the failure was reproducible. The fse stated that the failure was not reproducible and no issues were identified. All functional and safety checks were performed and the unit passed them successfully. The unit was then handed over to the customer in good working conditions.